Event description:
A wound clinic reported a patient was using aquacel rope on a breast wound. The wound became infected and surgery was needed. When the surgery was performed they found a large amount of aquacel in the wound.